Event description:
Pt was brought to apc. Pt was placed under anesthesia. Liver biopsy was attempted x3. Md unable to retrieve specimen. Pt was brought back to apc next day and placed under anesthesia. Liver biopsy attempted again x3. Md unable to get specimen. When company called, they stated these problems have been previously reported but the problem was fixed.